Event description:
During index procedure an endeavor sprint dug eluting stent was implanted successfully in the rca. Approximately 48 months post the index, the patient had coronary artery stenosis and an mi which was treated with revascularisation of the target vessel. The event was assessed as not related to the device and the patient recovered.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (myocardial infarction). Conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).